Event description:
The patient was admitted in the emergency room for dyspnea and fatigue that worsened over the previous two weeks. Pericardial and pleural effusion were observed via echocardiography. Diuretics were prescribed to resolve the event. Further information was requested but is not yet available.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the event was due to the patients condition and that there is no alleged malfunction on the right ventricular (rv) lead or that the rv lead caused or contributed to the event.